Event description:
It was reported the lia (lead integrity alert) tones triggered. There were episodes of lead oversensing, along with undersensing, observed. The lead was removed and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.